Event description:
It was reported that the renasys touch device was alarming full or blockage, the faulty canister was replaced with newly cleared canisters to solve the problem. It is unknown if there was a delay but no patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reported event was a duplicate report and the original malfunction was already reported, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.